Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "breast pain and hardening, sensation of upper limb being stuck when trying to open the ipsilateral arm, makes a rustling sound. Compatible breast MRI, baker 4" and "small amount of fluid around the implant". This record is for the left side. The device remains implanted.